Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had several issues. Firstly, the signal and image were lost immediately when the camera was flipped up or down. Secondly, the surgeon experienced a delay and asynchrony. Thirdly, the information bar at the top of the system indicated that the left eye's field of view was lost. Fourthly, the screen flickered at random times during the operation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: firstly, regarding the use of the endoscope's functions, there were no issues or error reports before this incident. Secondly, during the prostatectomy, the surgeon performed an upward-looking operation by flipping the endoscope, without any reverse operations. There were no inverted images on the video cart; instead, the field of vision was lost. Thirdly, the visual direction was not freely movable but was still under manual control. Fourthly, the endoscope could be moved freely. Fifthly, there was no physical damage, and no parts were missing or detached and entered the patient's body.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope for failure analysis investigation. The endoscope was analyzed and the complaint was not confirmed by failure analysis. Customer reported multiple issues: image and signal loss when the camera was flipped, delay and asynchrony experienced by the surgeon, loss of the left eye¿s field of view indicated on the system, and random screen flickering during the procedure. The endoscope was found to have a defect in the camera instrument adapter. During friction testing, the adapter failed to rotate properly and produced noise, indicating binding. Further evaluation revealed that the endoscope adapter shaft bearing was contributing to the friction.

Event description:
Refer to h11 for follow-up information.